Event description:
Radiation (fluoro) burn noted on pt's skin 52 days post implant. Fluoro time for implant: 84 minutes; fluoro type: single plane. Settings reported as moderate and nominal. Pt treated with topical steroid ointment. No further complications reported.